Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the 8100 lvp was damaged/broken. When the lvp was connected to the pcu the devices would not power on. When connecting the iuis on both sides of the device the same failure occurred. There was no patient involvement.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: concomitant med prod data, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report for the reported damaged/cracked pump module was replicated during the investigation. The suspect pump module was initially connected to a dchu laboratory testing pcu. The pump module did not performed power on self-test (post) sequence and was not detected by the pcu. The procedure was repeated using the other side iui connector with the same result. The suspect pump module was opened, and the motor controller board was removed. Using a multimeter in continuity test setting, the fuse f1 on the motor controller board was measured and found to be blown (open circuit). The blown fuse was replaced with a known good fuse and the pump module was reassembled. The suspect pump module was attached to the pcu. The pump module did not perform post sequence blowing the known good fuse indicating a failure present on the motor controller board. To trace the low impedance node that led the fuse f1 to open, resistance was measured in adjacent nodes of the fuse f1; a short circuit was detected between the +8v and gnd nodes of the motor controller board of the suspect pump module. No damaged components were observed that could likely be causing a low impedance between the +8v and gnd nodes. The motor controller board was temporarily replaced with a known good motor controller board for investigation purposes only. The pump module was connected to the pcu, and an infusion was programed at a rate of 11.28 ml/hr, as noted within the event logs, and was left to infuse for 24 hours. No issues or anomalies were observed during the infusion. On 29apr2025 at 3:16 pm an infusion was programed and started at a rate of 11.28 ml/hr and a volume to be infused (vtbi) of 15ml. At 4:24 pm the pump module alarmed for safety clamp open (administration set inserted) and an infusion was programed and started at a rate of 11.28 ml/hr and a vtbi of 70 ml. At 6:35 pm the system was powered off. The bd alaris user manual v12.1.2 states not to use a device with any damage. Send it to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation. Please replace the motor controller board as it was observed to be faulty. Please ensure proper assembly and retorque all screws to specification. Repair center should follow their normal processing of the device, looking for any incidental findings or physically abused components. Dchu is not responsible for any cost associated with incidental findings or physically abused components. Root cause: the root cause for the reported damaged/broken pump module is being attributed to a blown fuse f1. The cause for fuse to open was not definitively determined during the investigation. Note that this report lists imdrf annex a0401, c07, d15, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the 8100 lvp was damaged/broken. When the lvp was connected to the pcu the devices would not power on. When connecting the iuis on both sides of the device the same failure occurred. There was no patient involvement.